Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00937. Device 2 was added to address the lead. It was reported the patient is not receiving effective stimulation. Diagnostic testing revealed high impedances. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00937. The patient was taken to surgery for troubleshooting however, the issue remains. The patient is pending a troubleshooting and reprogramming appointment.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced (reference manufacture report #1627487-2015-06551.) It was reported the explant and replacement procedure was extended by 2 hours due to high impedance issues. Following surgery the patient's system was displaying high impedances. The nurse practitioner followed up with the patient and reprogrammed the system. Many of the impedance values were in acceptable ranges and the patient is satisfied with the stimulation.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00937. Diagnostic testing revealed high impedances and the patient does not receive any stimulation. A second opinion has been requested for the patient.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00937.